Manufacturer narrative:
(B)(4). D10: cat# 00620205222 lot# 65712808 shell porous with cluster holes 52 mm. Cat# 00625006530 lot# j7405189 bone screw self-tapping 6.5 mm dia. 30 mm length. Cat# 00625006525 lot# 65601589 bone screw self-tapping 6.5 mm dia. 25 mm length. Cat# 00630505036 lot# 65672783 liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells. Cat# 650-0660 lot# 3140405 delta ceramic fem hd 36/-3mm. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 1 year later due to leg length discrepancy. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. Proposed component code: mechanical: stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Findings: severe femoral head and acetabular arthritis. Left length gain was noted to be 10mm per our preoperative plan. Excellent stability was noted in abduction, external rotation, extension as well as in flexion, adduction, and internal rotation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.